Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed in the arterial line and the machine alarmed. Test strips confirmed the blood leak. Estimated blood loss was 200cc's. No medical intervention was required and the pt had no adverse effects. Sample is available.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical eval and the complaint is confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.